Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc leaked at catheter junction on (B)(6) 2025, when administering an infusion to a patient, an infusion device was inserted into a sterilized cannula to start the infusion. After a period of time, the patient's arm became swollen, and it was determined that the cannula was leaking. The cannula was immediately removed and the infusion was restarted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4295008): 1) the products of this batch were assembled at intima ii auto line 4 in nov 2024 and packaged at cfs package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for leakage test, the leakage test is qualified, the test result is in accordance with product specifications, no leakage was found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for further examination, and abnormal state of the defective sample cannot be identified, so the root cause of the leakage cannot be determined. The plant will continue to monitor the defect.

Event description:
No additional information is available.